Event description:
It was reported that the left ventricular lead had high threshold. The physician elected to continue use of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the left ventricular capture management trend showed a measured threshold of 2.5 volts or greater throughout the record. Concomitant medical products: 6943-65 lead, implanted (B)(6) 2001; 5076-52 lead, implanted (B)(6) 2001; 5076-58 lead, implanted (B)(6) 2006. (B)(4).